Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading was 10.4 mg/dl. The customer stated that currently she is fighting a bladder infection and had her thyroid medication increased. Troubleshooting was performed. The date was correct, but the time was off by an hour. The programming appeared to be correct. The basal rates history revealed that the customer had made several changes to the basal rates. Performed self test and displacement test. The device passed the tests. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.